Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump displayed "black spots". Reportedly, the pump was still functional. There was no reported impact to customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.